Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the motor device was cosmetically unacceptable, the housing tube was overheating, the collar was worn, elbow was dented, and the locking pawls drive shaft and motor cylinder were damaged. It was further determined that the device failed pretest for cutter lock assessment, safety assessment, and temperature assessment. The assignable root cause of these conditions was determined to be traced to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the motor device would not accept the drill bit. During in-house engineering evaluation it was observed that the housing tube was overheating, and the device failed pre-test for safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.